Event description:
Caller reported compact plus system blood glucose results: 62 mgd/l at 21:48 62 mgd/l at 21:45 243 mgd/l at 21:43 106 mgd/l at 21:42 reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.